Event description:
It was reported that the pump touchscreen became cracked, but remained functional. Customer's blood glucose (bg) was over 500 mg/dl with ketones due to the healthcare provider adjusting the settings. Customer administered a bolus injection to address the elevated bg. Reportedly, customer continued to use the pump for insulin therapy.